Manufacturer narrative:
Investigation summary received one (1) used 11956 clave connector for inspection and four hundred (400) new 11956 clave connectors for inspection. The used sample had a fold over stick down. No defects or anomalies on the new claves. The used clave was disassembled. A puncture was found on the side wall where the spike had punctured through. No defects or damages on the spike. The reported complaint can be confirmed. The probable cause of the clave seal stick down was accessing the clave at an angled or sliding entry during use. The dfu states: access connectors straight on (without angled or sliding entry). The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
On an unspecified date, the port of a clave¿ connector was reportedly leaking an unspecified fluid. There was no report of any human harm.